Event description:
After the patient¿s lead was replaced and moved from the left side to the right side, the patient did not pay much attention to their symptoms for the first year but they said several times that they did not think it worked right since implant because it was put on the opposite side of where it was working. It was noted that in (B)(6) 2014, the patient started noticing her retention was higher, she had to use a catheter every other day and she was retaining 650-700. The patient stated that she got a really bad infection and was on a maintenance antibiotic. If the patient was able to void on her own, it was clear like water and if she used a catheter it was extremely dark. The patient called their healthcare provider in november and they told the patient to change the lead (program). The patient changed to program 3 at 1.5 volts and increased to 3.5 volts and could not feel anything. The patient then changed to program 4 but it showed up at zero and she couldn¿t raise it at all. The patient said it was working and it was recognizing the lead. The patient went to cycle one and cycle two and put it up as high as it could go but still did not feel anything. The nurse practitioner met with the patient the day prior to report and told them it was not working. No interventions or outcome w ere reported related to this event. Additional follow up is being conducted to obtain this information. If additional information becomes available, a supplemental report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3093-33, lot# va06p2b, implanted: (B)(6) 2013, product type: lead; product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).